Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation results on the returned device, to correct the lot number of the device, and to update sections. The evaluation confirmed that the probe was broken, and the missing broken piece was measured approximately 14 mm from the distal end. In addition, the teflon pad was inspected and found to be partially split in cross direction and exposing metal from the proximal end of the grasping section. There were charred marks noted at the broken portion of the probe. The most likely root cause of the reported phenomenon is the probe coming into contact with a hard or metallic surface during activation, and/or applying an excessive force on the device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported failure cannot be determined at this time. This type of probe damage is most likely related to the operator's technique. The thunderbeat instruction manual contains several warning statements in an effort to prevent damage to the probe; "should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." In addition, the usg-400 instruction manual contains the following warning statement regarding error code u504 (probe damage error): "when the probe damage error message is displayed on the screen, stop using the instrument and withdraw it from the body cavity. Do not perform the probe check, but immediately replace the instrument. Also, confirm that the probe tip of the instrument that caused the probe damage error is not detached. If it has fallen off into the body cavity, withdraw it from the body cavity by using the appropriate procedure."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the ultrasonic probe broke off the device. The physician initially observed an error message displayed during its use. The device was withdrawn, examined and re-inserted to continue the procedure. The same error message was displayed a second time. The device was withdrawn and distal end of the cleaned. At this point, the ultrasonic probe broke while in the hands of the physician. A similar but different device was used to complete the intended procedure. No patient injury occurred.